Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care practitioner reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on may 21 to may 24 2019 with blood glucose of 535 mg/dl. The customer was treated with intravenous drip and fluids and manual injection. The customer reported that the insulin pump had multiple pump error. Insulin pump had open book image. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with serial number label missing, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 and insulin pump had an error alarm.